Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Root cause: the root cause of the aic incorrectly detected pump plug in the ¿start case menu was likely due to the rarely occurring epm crystal startup issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and has a sw mitigation in place. Aic sw v8.3 introduced a mitigation to reset the epm module if the pump was not detected upon case start. See design documentation for aic_v8.3: gid-swfmea-837833. Before returning this console back to the customer, fs was instructed to perform the following, replace the impellatronic pca (0042-1115p) due to malfunction. Replace the pbm (0042-1025/0042-1125) due to defective. Replace the rotary encoder (push button) (0042-1090/5500-0033) as a precaution. Perform sections 13 - 20 of the pm procedure (0042-7309). Perform a full functional check (0042-7316). Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, health effect-clinical code, investigation conclusions).

Manufacturer narrative:
The console was returned for testing, and the reported failure mode was not reproduced. The console successfully detected the pump and purge cassette, as well as the purge disc. During the investigation, it was found that the rotary encoder (push button) was inoperable. Further testing of the console revealed that the root cause was a defective power battery manager (pbm) printed circuit assembly (pca). Replacing the old pbm with a known good unit resolved the issue, which was not related to the reported complaint. Further the console was then tested with a known good pump and purge cassette, and it functioned as expected. Root cause: the root cause for "aic incorrectly detected pump plug in the ¿start case menu" was due to an impellatronic pca malfunction. The impellatronic printed circuit assembly, the power battery manager, and the rotary encoder were replaced. Then a full functional check was performed before returning the device to the customer.

Manufacturer narrative:
Patient data was not provided. Section a was left blank.

Event description:
The complainant reported that during a clinical procedure the automate impella controller (aic) incorrectly detected a pump plug in the ¿start case" menu. The aic was replaced to continue patient care. No patient harm was reported.